Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly and delivery anomaly. The customer¿s blood glucose level was 316 mg/dl and 340 mg/dl at the time of incident. The customer was treated with manual injection, bolus and also had symptoms such as headache. The customer reported that they had damage pump and continues on beeping crack on the screen and cannot view display, it lights up but no display. It was reported that they were unable to read the display on the screen. The customer stated that high blood glucose because the insulin pump was not delivering insulin due to damage. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank flashing white light on the display due to vertical cracked lcd controller. Unable to verify absence of occlusion/insulin flow blocked alarm and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to constant blank flashing white light on the display. The motor was tested outside of the device and passed. No damage on the motor slide noted. Device received with cracked lcd glass, broken belt clip rails, serial number label fading, scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.